Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. D4: batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what cartridge was used? Gst60g. Was there pathological adenopathy around the bronchus? There were no. Pathologic/metastatic lymph nodes around the right bronchial tree. Was the bronchus calcified? No. Did the patient receive pre op chemo or radiation? The patient had no neoadjuvant chemo-radiation. Was the endobronchial tumor noted in the case or pre op? There were no endobronchial tumors. Were the any issues with staple formation? No. Why does the surgeon believe the bronchus stump dehiscence is associated with the staple line given the patient presented 3 weeks out? The staple line does not place a graded level of compression like the covidien stapler. Are there any patient tissue patient factors that contributed to the bronchial stump dehiscence.? There were no patients issues . He is healthy other than a smoking history. Are there any photos or videos available? The surgeon does have a photo of the entirely necrosed lower right lobe bronchial stump with staples in the middle of the necrosed tissue. Surgeon willing to share photos? I believe so, I provided his email so you can reach out directly and receive it from him. What lobe was the device fired on? I believe is was the right middle lobe, but you can confirm with the surgeon when you reach out for pictures. How long was the bronchial stump? Don't know, you can get this from him as well when you reach out. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what lobe was the device fired on? How long was the bronchial stump? How long has surgeon been using this device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that three weeks post-op to the lobectomy procedure had a bronchial stump dehiscence from a staple line failure. Surgeon redid patient last night. The patient almost died on him six times, but he was able to get through the procedure. The patient is doing okay in ICU today.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. Additional information was requested, and the following was obtained: what lobe was the device fired on? How long was the bronchial stump? How long has surgeon been using this device? Answer : the lobe was the right lower lobe. The stump was less than 1.0 cm. I just started using ethicon green load for bronchial stump closure. I have been in practice for 32 years and have always used the covidien purple stapler load by medtronic.